Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-03-01 additional information was received from the patient. It was reported that the patients weight at the time of the event was (B)(6) lbs., that the "brain zaps" had not reoccurred, and that the ahi increasing when stimulator is on has been resolved by increasing the continuous positive airway pressure (CPAP) machine. No additional patient symptoms, or additional device complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient gets sporadic brain zaps when laying down on their left side. The patient reported they have sleep apnea and uses a CPAP machine. The patient reported that since the implant was first turned on, they noticed their ahi (apnea hypopnea index) begin to go higher than normal; therefore they have to turn stimulation down from 7.2 to 6 but can hardly feel it and the ahi is lowered. No further complication reported and/or anticipated at this time.